Event description:
In 11/2004 - a dental implant was placed in tooth location # 30. Subsequently, the patient was experiencing pain. Twelve days later, the implant was removed from the patient's mouth. In 07/2005, the clinician was contacted. He stated "that the patient continued to have some pain after the implant was removed". The patient is now doing well and the pain has subsided".